Event description:
The customer called technical support (ts) reporting that the device has a touchscreen issue. The customer reported there was no patient involvement at the time the issue was discovered. The customer stated that device was being set up. There wasn't a patient delay due to another device was readily available for use. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer asked for pricing and part number for the touchscreen. The rse provided parts ID for the touchscreen assembly. The customer called back in and informed that the touchscreen had previously not been properly cleaned. The customer has cleaned screen and the touchscreen is working properly. The customer has placed device back into service.